Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA/510(k)#: k020322, k023444, k023634, k023858, k033458, k042932, k060214, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k062945, k063486, k063573, k063811, k063824, k123404, k132674, k132909, k163637, k173252, k173523, k181665, and k233986. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic-312 a patient isolate (pseudomonas aeruginosa) had intermediate (high mic) for the drug imipenem. The user performed repeat testing giving sensitive result for the e-test. No health impact or consequence reported.